Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the guidewire caused a small dissection. The patient was in good condition following the procedure.